Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. At the time of the index procedure, the patient had three lesions treated. The first was a 90% stenosed lesion located in the saphenous vein graft (svg) to the first diagonal coronary artery. It was predilated with a 2.5x12mm balloon at 13atm and stented with a 3.0x15mm non-bsc drug eluting stent without post dilation resulting in 0% residual stenosis. The second was a 90% stenosed lesion located in the mid left anterior descending (lad) coronary artery. It was predilated with a 1.5x12mm balloon at 15atm and deployment of a 2.25x8mm taxus liberte stent without post dilation resulting in 0% residual stenosis. The third was a 70% stenosed lesion located in the svg to the first diagonal. It was treated with predilation with a 3.0x15mm balloon to 10atm and deployment of a 3.5x24mm non-bsc drug eluting stent. Post dilation with a 3.5x6mm balloon to 10atm was performed resulting in 0% residual stenosis. (B)(6) 2011: the patient presented to the emergency department with an st elevation myocardial infarction with elevated cardiac enzymes (peaked at 149, ck at 3825, ckmb at 178 (units not provided)). The patient was still taking prescribed 10mg prasugrel. Cardiac catheterization revealed three vessel coronary artery disease including total occlusions in the ostial lad, major obtuse marginal and every bypass graft at the ostium. The right posterior descending artery was stented. The patient died (B)(6) after initial emergency department presentation due to coronary artery disease, acute myocardial infarction and ischemic cardiomyopathy. It is the opinion of the physician that this event is "possibly" related to the study stents.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).